Event description:
Factory analysis of a returned power management pcb board revealed a diode failure that may result in the unit shutting down during use in normal ventilation mode operation. Upon loss of power, a power fail alarm will activate and if in use alternative ventilation should be provided.

Manufacturer narrative:
Conclusion / root cause: the diode d3 shorted and diode d37 open on the power management printed circuit board assembly (pcba) prevented the ventilator to power on. CAPA reference ir-(B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).